Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The lead was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The full lead was returned with a stylet in the lead. Corrected additional MFR narrative. If information is provided in the future, a supplemental report will be issued.